Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pericardial tamponade. A resternotomy was performed to drain the pericardial fluid.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available for investigation. Pericardial fluid collection is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. A specific cause for the reported event, as well as a direct correlation to the device could not be conclusively determined through this evaluation. The event resolved on the same day. The patient ultimately expired on (B)(6) 2020. The outcome was captured under a MFR # 2916596-2020-00395. No product was returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.